Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis (dka). We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported dka. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose (bg) levels reached 426 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include hyperglycemia, nausea and large ketones. Patient was initially taken to the emergency room but was transferred to another children's hospital an hour later and admitted. The pod was removed and patient was treated with insulin, electrolytes (potassium) and anti-nausea medication intravenously. According to mother, a couple of hours later patient's bg levels dropped, and sugar water was added to treatment. The hospital's medical staff told mother the pod's cannula was also found bent upon pod removal. The patient was released the following day. The patient's blood glucose and insulin history are as follows: (B)(6).

Manufacturer narrative:
No bends or kinks were observed on the soft cannula. Fluid was seen exiting the distal tip of the soft cannula. The downloaded data did not show any signs of struggle or pulse width increase.